Event description:
It was reported that the wake button was delayed in responding to touch. The customer's blood glucose (bg) level was 42 mg/dl. The customer consumed carbohydrates and sugar to address low bg. Tandem technical support confirmed the wake button functioned as intended.